Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure, all lead measurements were appropriate through the pacing system analyzer. When connected to the new device, the right atrial (ra) lead showed loss of capture and high impedance measurements. As a loose connection was suspected, the ra lead was reconnected, but the issue did not resolve. The ra lead was tested through the pacing system analyzer and all measurements were appropriate. The physician indicated the screw hole of the atrial port was abnormally loose. The physician suspected the clinical observations were a result of the loose port. As a result, the device was explanted and replaced. The new device was connected to the ra lead and yielded loss of capture and high impedance measurements. Boston scientific technical services (ts) indicated the pacing polarity of the ra lead was bipolar instead of unipolar. When the pacing polarity was programmed to unipolar, all ra lead measurements were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.